Event description:
On 02/15/1999 a carbamazepine result of 18.7 mg/l was reported for a slightly hemolyzed, capillary sample, which was drawn at 09:40 am. The patient had multiple siezures on 02/16/1999. At the doctor's request, the sample from 02/15/1999 was retested and carbamazepine results of 9.4/9.5 mg/l were obtained. A second sample was drawn on 02/16/1999 and carbamazepine results of 0.26/0.14 were obtained. According to the account, the patient was not dosed between the two samples and had seizures throughout the day on 02/16/1999. The seizures occurred before and after the second sample were drawn.